Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 september 2023, a 27mm navitor valve was chosen for implant with a large flexnav delivery system. During deployment, the delivery system prepared and loaded with navitor valve as per instructions for use (IFU). The device was advanced over safari wire and deployed in native annulus. When removing the delivery system, the consultant forgot to retract the radiopaque tip using the macro side buttons until the delivery system and valve capsule were removed from the patient. At that point, the radiopaque tip was retracted but upon taking it off the wire it got stuck and would not move past a certain point. The wire was then cut above the delivery system and this was removed with part of the wire in situ. Angioseal was then advanced across the wire and right femoral artery was closed effectively. The patient remained stable throughout the procedure. After the procedure, it was noted that the wire was firmly stuck in the delivery system and could not be moved. The patient was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant with a large flexnav delivery system. During deployment, the delivery system prepared and loaded with navitor valve as per instructions for use (IFU). The device was advanced over safari wire and deployed in native annulus. When removing the delivery system, the consultant forgot to retract the radiopaque tip using the macro side buttons until the delivery system and valve capsule were removed from the patient. At that point, the radiopaque tip was retracted but upon taking it off the wire it got stuck and would not move past a certain point. The wire was then cut above the delivery system and this was removed with part of the wire in situ. Angioseal was then advanced across the wire and right femoral artery was closed effectively. The patient remained stable throughout the procedure. After the procedure, it was noted that the wire was firmly stuck in the delivery system and could not be moved. The patient was reported as stable.

Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination and the guidewire was confirmed to be stuck inside. As result of this finding, abbott is performing further investigation per internal procedures.